Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve detachment occurred. It was reported that when inserting the catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the catheter became "stuck," and the physician stated they felt something break inside the hub of the sheath. The catheter was then removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sheath was replaced, and the issue resolved. The procedure continued. There was no report of patient consequence. Device evaluation details: a visual inspection was performed and it was found the shaft cut and without the hemostatic valve in the hub. The hemostatic valve was found trough the device and was found within it, the hemostatic valve and silicone ring were inspected and it was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve detachment occurred. It was reported that when inserting the catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the catheter became "stuck," and the physician stated they felt something break inside the hub of the sheath. The catheter was then removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sheath was replaced, and the issue resolved. The procedure continued. There was no report of patient consequence. The hemostatic valve did not break into pieces nor detached from the sheath. The sheath was being used on the patient. Air did not enter the body through the sheath. No blood return was observed and no intervention was required. The provided details suggest that dislodgement of the hemostatic valve occurred. Hemostatic valve detachment is MDR-reportable.